Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the cadd cassette reservoir exhibited leaking. The observation was noted during preparation of the cassette. There was no patient involvement.

Manufacturer narrative:
Cadd cassette reservoirs sample returned for investigation. The samples were received in used conditions without its original packaging. The samples were visually inspected, at a distance of 12" to 24" and normal conditions of illumination. No discrepancies were detected. Functional tested the sample buy using syringe to infuse water into the ay bag. No evidence of leak was detected in the returned samples. In additional no leak was detected in the ay bag, female luer, pump tube or tube. Investigation was unable to duplicate the customer reported problem. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and no leak was founded. No corrective actions are required since the complaint was not confirmed. However, production quality personnel are aware and trained of the reported problem by the customer.